Event description:
Customer reported to beckman coulter, inc (bec) that the synchron cx 3 delta clinical system gave drift errors after she performed flow cell maintenance and replaced the chloride electrode. Customer reported that after maintenance, she calibrated and quality control (qc) passed. Customer reported that afterward she ran several patient samples and then the system began giving drift errors. Customer reported that the flow cell was leaking from the bottom. Customer reported that line 072 on the flow cell side was disconnected and leaked fluid. Bec customer technical support (cts) instructed the customer to flush the flow cell with deionized water. Cts instructed customer to reattach all the lines after the flushing. Customer reported that she primed the analyzer ten (10) times without any leak. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).